Event description:
During an in clinic follow-up, a corrupted electrocardiogram resulting in an episode of inappropriate mode switching was observed on the device. Abbott technical support was contacted and no intervention was required to resolve the event. The patient was in stable condition and will continue to be monitored.